Event description:
Baxter affiliate reports one incident of a pt hemolysis occurring during the last hour of the dialysis treatment. Pt was hospitalized and has recovered. To date, no further information has been provided.